Event description:
Biomet (B)(4) received preliminary clinical data from (B)(6), regarding revision procedures that occurred. It was reported that patient underwent left resurfacing hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) due to fracture of the femoral stem.

Manufacturer narrative:
Third party analysis was conducted and no data was made available by the hospital the fractured taper stem could not be confirmed and its cause could not be determined. A review of the manufacturing history records confirms no abnormalities or deviations reported. Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a clinical study and submitted medwatch numbers 1825034-2012-00539 and 3002806535-2012-00103 as a result. This medwatch is being submitted due to receipt of patient specific event information. Should further information become available, follow-up report(s) will be submitted to the FDA.